Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the lipids will not prime could not be verified due to the product not being returned for failure investigation. Aa device history record review for model 2202-0007 lot number 20105848 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that the as lvp 20d 1.2m experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2202-0007 batch/ lot #: 20105848 when priming lipids through filter, the lipids stopped right after filter and will not continue priming even though clamp fully opened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 1.2m experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2202-0007, batch/ lot #: 20105848. When priming lipids through filter, the lipids stopped right after filter and will not continue priming even though clamp fully opened.